Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the device failed pre-use check. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the internal leakage test and pressure transducer test failed during pre-use check, due to defective the air gas module, which was replaced to resolved the issue. The device passed all performance tests and could be returned to clinical use. The air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The defective part was not available for further evaluation. The root cause to the reported issue has not been determined. Additionally maintenance kit 5000h was replaced.

Event description:
Manufacturer's ref. #: (B)(4).